Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter indicated that the up and down arrow buttons were completely unresponsive to presses. The reporter stated that there was no indication of damage to the keypad but noted that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 8/13/2013 with the following findings: evaluation revealed that moisture can be seen from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found moisture throughout the pump. There's no visible damage to the keypad. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination to the button contacts.